Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (no power) issue. It was reported that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 21-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: review of the black box data revealed evidence of unexplained power on reset events starting (B)(6) 2017. Caps were not returned with the pump for investigation; testing was completed using test caps. On investigation, the pump powered on and was exercised for 24 hours without any interruption of power. Investigation did not duplicate the ¿no power¿ complaint. Unrelated to the original complaint, moisture was noted behind the display lens and inside the pump on multiple printed circuit board components causing failure of the audio tone module.